Manufacturer narrative:
The complaint from the customer was on the analyzer which was returned to hemocue (B)(4). The analyzer was investigated and no malfunction was found. On request from hemocue (B)(4), the customer then returned microcuvettes from the lot number they had been using. The investigation of 16 returned single-packaged microcuvettes showed that 3 packages were damaged related to the production process. Corrective and preventive actions are handled in the hemocue CAPA management process.

Event description:
Hemocue received a complaint on hemocue glucose 201+ analyzer from a (B)(6) customer. The hemocue glucose 201+ analyzer was reported getting different readings during patient testing. The reported readings were 1, 9 mmol/l and 10,3 mmol/l 2 minutes later. No patient impact was reported by the customer.